Event description:
It was reported that the elite iq fired unintentionally while in the holster. No patient injury was reported. The laser was placed into the holster while in ready mode and therefore the trigger was accidentally pressed. Technician confirms that the lock was not engaged. Labeling instructs users to engage fingerswitch lock when handpiece is not in use to avoid unwanted laser emissions. Due to the site reporting that the device was firing on its own, this event is an aro (accidental radiation occurrence) and therefore reportable.